Event description:
It was reported that during the deployment of a vena cava filter, the filter legs remained inside the introducer sheath. The filter deployment was completed with additional manipulation of the filter; however, the filter tilted with the legs crossed. Additional manipulation was used to straighten the filter and uncross the filter legs. There is no reported pt injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.